Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent mesh removal of previously implanted mesh on (B)(6) 2011 due to mesh erosion into the bladder. It was reported that the patient underwent a previous gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported based on an operative note on (B)(6) 2011 that the patient underwent mesh revision/removal and a mesh was attached to the mid portion of the mesh that was implanted on (B)(6) 2011 due to stress urinary incontinence status post excision of eroded mesh into bladder. The patient underwent the concurrent procedure of cystourethroscopy during the surgery on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent a previous procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.